Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The device was not returned; however, images were provided. CT and fluoroscopic images of the abdomen in the ap position demonstrate ra denali filter that is vertically oriented in the ivc. Five days later, CT images show the filter to be learning slightly to the left in the ivc; however, the degree of filter angulation cannot be measured. Based on the images provided, filter tilt cannot be confirmed. The definitive root cause is unknown. It is unknown if patient and/or procedural factors contributed to the reported event.

Event description:
It was reported that approximately one month after implantation of a vena cava filter, a CT scan demonstrated a filter tilt. The filter was successfully retrieved with a snare one month after the discovery. There was no reported patient injury.